Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
"Received notice of litigation which states that patient underwent laparoscopic replacement of an adjustable gastric band on (B)(6) 2013. A gastric band was previously placed in patient on (B)(6) 2009. Pleading further states patient underwent removal band conversion to laparoscopic sleeve gastrectomy on (B)(6) 2015. Pleading further alleges that a foreign body was left inside patient until it was discovered and removed (B)(6) 2019 and that the surgeon believed the foreign body was a collar that was probably around the tubing next to the port that was not recognized at the time of removal.¿

Manufacturer narrative:
(B)(4). Additional information: this is an evaluation of a picture sent by the account. Image 1: is an image of what appears to be a strain relief. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that while the tubing was disconnected from the port, the port was damaged, causing the reported event. No conclusion could be reached as to the root cause of the reported issue as only a photo was received for analysis. Hands on the device may provide additional information that could lead to a root cause. Because the instrument was not return our evaluation is limited.

Manufacturer narrative:
(B)(4). Date sent: 10/13/2020. Additional information obtained: catalog number of product was rlzb32, lot number znmbcv. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.